Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated and found that fault with the helium fill manifold assembly. Fse replaced (B)(6) assembly, helium reservoir to fix the issue. Helium fill manifold test performed and passed. Fse checked helium regulator and within set tolerance. All manifold tests performed. Full function check performed and passed. Unit ready and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.